Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease sharp opening on anterior side assessed as fold flaw opening. Crease folding of implant: observed. Additional observations: crease fold observed. Wear abrasion observed. Stress marks observed. No further actions are required as the device was implanted.

Event description:
The device was explanted and replaced. Healthcare provider noted "any crease" and "obvious hole along one of creases."